Event description:
The customer reported that the system did not x-ray. Also a generator error message displayed on the system while the c-arm was moving up and down.

Manufacturer narrative:
(B) (4). The ge service rep replaced the battery pack. The system operates as intended.